Event description:
A patient underwent a central venous catheter placement procedure using hickman cv catheter. It was reported that post procedure, it was noted that the catheter had broken off during removal. It was further reported that there was leakage. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter, single lumen, 9.6f that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, single lumen, 9.6f are identified in d2 and g4. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows a partial view of a hickman catheter, in which a repair kit pin is observed protruding near the distal end of the catheter. No fracture is evident in the catheter tubing. The investigation is inconclusive for reported fracture, material separation and fluid leak issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, method, result, conclusion) section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter, single lumen, 9.6f that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, single lumen, 9.6f are identified in d2. And g4. As the lot number for the device was not provided, a review of the device history records cannot be performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a central venous catheter placement procedure using hickman cv catheter. Post procedure, it was noted that the catheter broke off at connection place and the metal tube was dislocated in catheter. There was no reported patient injury.